Event description:
It was reported that the patient had an inflammatory mass at the catheter tip. The patient was picking cherries in (B)(6) and fell out of a tree. The granuloma was discovered during the work-up. The patient had a revision surgery on (B)(6) 2012, where the granuloma was removed along with 1.5cm of the catheter tip. The device system was used to deliver dilaudid.

Event description:
Additional information: it was reported that during the medical workup following the patient's fall, there was an incidental finding of a t7-8 calcified granuloma at the tip of the catheter which caused anterior left displacement of the spinal cord. The pump catheter tip was found to be at t7. The granuloma was diagnosed on (B)(6) 2012 via MRI and CT imaging. It was felt that there were some cord contusion as a result of the fall and the granuloma. Per this reporter, the granuloma was removed and the catheter was revised on (B)(6). During the revision, it was noted that the catheter tip was deemed to have been dripping fluid from the distal end which indicated that it was still functioning and that the catheter was trimmed. A culture was done but findings were unknown. The patient symptoms included increased pain and parasthesias in the left lower extremity. Following recovery and rehabilitation, the patient was discharged from the hospital on (B)(6) in good condition. The patient status at the time of the report was stable with satisfactory pain relief and the pump was functioning normally. The physician was to perform a pump refill on the day of the report. The device system also delivered clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), product type programmer, patient; product ID 8709, lot#, serial# (B)(4), implanted: 2003 (B)(6), explanted: product type catheter; product ID 8575, lot# j12306r, serial#, implanted: 2005 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).